Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) defibrillation delivered three schemes of anti-tachycardia pacing (atp) as well as 13 inappropriate shocks for a rhythm believed to be a supra-ventricular tachycardia (svt). Tachycardia therapy was temporarily exhausted as a result of these observations; however, no adverse patient effects were reported.

Manufacturer narrative:
The boston scientific technical services department discussed reprogramming options, including extending the sustained rate duration (srd) setting up to a maximum. No additional information is available at this time, and current records suggest that this device and rv lead remain implanted and in service. This event will be updated if any additional information becomes available.